Manufacturer narrative:
In addition to the foreign material, visual examination found the following issues: the scope cover was cracked; the control unit showed corrosion due to water leakage; the bending section cover adhesive was worn; and the universal cord was buckled. Functional testing showed that the device did not meet specifications for air supply or water supply volume due to the clog at the nozzle. Further, the bending angle for the down direction did not meet with specifications due to a worn angle wire. The up/down knob could not be locked securely due to a worn lock engagement lever. Finally, the device failed insulation resistance testing due to burn damage on the connector cover. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided.

Event description:
The colonovideoscope was returned as part of the asset return process. During routine inspection of the device by olympus, foreign material resembling silicone was found at the air/water nozzle. There was no procedural or patient involvement associated with this event. This MDR is being submitted to capture the reportable malfunction found during the device evaluation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomenon was confirmed - however, the foreign material in the nozzle was unable to be further specified. Moreover, no physical damage of the device was confirmed where the foreign material had remained, nor was any obvious deviation of reprocessing. Therefore, the cause of the remaining foreign material could not be presumed from the obtained information. The event can be detected and prevented in accordance with the following instructions for use (IFU): IFU states that detection method in e gif/cf/pcf-190 series operation manual chapter 3 preparation and inspection. IFU states that preventive measure in gif/cf/pcf-190 series reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.